Manufacturer narrative:
Maquet medical systems, USA, submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is being returned to the factory for evaluation. A supplemental medwatch will be provided when the investigation is complete.

Event description:
The customer reported that the lumen of the introducer was obstructed. This made it impossible to pass the introducer over the guidewire. No known impact or consequence to patient. (B)(4).